Manufacturer narrative:
Please note this MDR is a follow-up report specific to original manufacturer report number 3004464228-2015-0257 and legacy identifier (B)(4). This report is being sent to provide the investigation results of the returned device. Returned device was evaluated and performed within specification. No malfunction or other product condition that would have contributed to the patient's ketoacidosis and hospitalization was found.

Event description:
The patient reported on (B)(6) 2015 at 9:30 am she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). She had chest pains and was throwing up so she called for an ambulance. She was then rush to the hospital where she was diagnosed with costochondritis and diabetic ketoacidosis. The pod was removed and she noticed the cannula was kinked. She was treated with 4 bags of saline, potassium and insulin intravenously. She stays in the hospital for 48 hours before being released.